Event description:
On (B)(6) 2013, the distributer contacted animas and reported no power to the pump. There were reportedly no audible or vibratory tones. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box history revealed no power on reset (por) events and no unusual alarms observed in the pump alarm history. The battery compartment and battery cap were found to be undamaged; the battery cap was able to tightly secure to the pump and maintained electrical connection. The pump was powered on and displayed the ¿verify¿ screen. The cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump was primed and exercised for 24 hours; no power interruptions occurred during testing. The pump¿s cover was removed; inspection shows no intermittent conditions were found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.